Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type lead. (B)(4).

Event description:
The patient was never implanted. They tried and the leads kept falling, so they did not implant anything. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up will be sent.